Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an alarm led failed alarm with the message "check vent: alarm led failure". The device was reported to be in clinical use at the time of the event, but no delay or patient or user harm was reported. The remote service engineer (rse) advised that replacement of the power switch overlay is the recommended repair. The field service engineer replaced the power switch overlay, and the issue was resolved.